Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Potential factors that could contribute to the stent not fully deploying include, but are not limited to, anatomical conditions, significant calcification, damage to balloon, damage to the stent or inflation technique. Cine images of the procedure were returned and reviewed by an abbott clinical specialist. The first image shows a significant lesion in the ostium of the left renal artery. The second image shows an expanded stent in the mid artery (does not cover the ostium). The edges of the stent appear fully expanded. (There is no coning at the proximal edge.) The ostium of the vessel is not as narrowed as in the first image. This image suggests geographic miss of the lesion. There may be some image shift in the third picture as part of the implanted stent at the distal edge appears outside the vessel. There is opacity near the proximal edge of the stent which is most likely the fractured guide wire tip fragment. There may be some distortion of the proximal section of the stent; however, the image blurring makes this difficult to confirm. The conclusion of the image review is as follows: there are no images of the inflated balloon during deployment. This would assist in confirming that the proximal section of the stent did not deploy. To this reviewer, the stent appears fully deployed in the second image; however, the stent does not appear to have covered the ostium (geographic miss). Based on the review of the images, it is likely that the stent was inaccurately delivered (geographic miss), and significance of the lesion at the edge of the stent appears to portray that the stent is not fully expanded on the proximal edge. The reported difficulties appear to be due to inaccurate delivery of the stent (geographic miss) of the lesion. As a result, further intervention of trying to snare the deployed stent result in the separation of the guide wire and damage to the stent. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product deficiency.

Event description:
It was reported that during the procedure in the renal artery, an attempt was made to deploy a herculink elite stent. During deployment, the distal segment of the stent deployed; however, the proximal segment of the stent did not deploy. The balloon was re-inflated but melon-seeded, only expanding the distal segment of the stent. The distal segment of the stent displayed distortion; therefore, the stent delivery system was removed from the anatomy. An unsuccessful attempt was made to snare the partially expanded stent. The physician attempted to remove the partially expanded stent; however, while withdrawing the non-abbott guide wire, the guide wire tip separated and became caught in the stent. The stent with separated guide wire segment remains in the vessel. No further treatment was provided. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided. Abbott clinical analysis of images taken during the procedure, indicate that after deployment of the stent, the stent did not appear to have covered the lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction (common device name), and (PMA/510(k)#).

Manufacturer narrative:
(B)(4).